Manufacturer narrative:
Customer complained that they had no delivery alarms and slow button response. Also complained that they had critical pump error (open book image) with exposure to moisture. Swapped electrical board 1 with a test electrical board 1 and after battery insertion the device went into critical pump error. The crest software was utilized and successful, however the history download was unsuccessful since device could not get into the join network screen. Unable to perform displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement, active current measurement and selftest due to blank-flashing white lcd display. Device received with cracked select button on keypad overlay, pillowing keypad overlay, faded/stained/peeling serial number label, peeling/fading end cap address label, cracked battery tube area, cracked battery tube threads and scratched case. Corrosion on electronic board stack, corrosion on force sensor assembly and moisture damage on motor assembly. Device was confirmed for blank-flashing white lcd display due to electrical board 2 pin 6 connector has an open connection due to severe corrosion on the solder joint. Confirmed for critical pump error and unable to upload/download due to corrosion on electrical board 2. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that insulin pump had critical pump error. The customer stated that water entered in the insulin pump and when they preformed safety check an error was found . No harm requiring medical intervention was reported. The device will be returned for analysis.